Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states this patient has a right total lcs knee that was done in 2016 by the surgeon. The knee is painful with poor range of motion and clicks. The surgeon removed all components and replaced with new pieces. The patella was retained. The femur and tibial tray were well fixed and difficult to remove. The patient is stable. No further information is available. Doi: 2016; dor: (B)(6) 2018; right knee.